Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Through visual inspection, the photo displays the protector separated from the vial and the needle is observed to be detached. There was no visible damage or defects identified on the protector. As lot information for this incident was not available, a device history review could not be performed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of protector p21 experienced needle separation on the protector during use. The following information was provided by the initial reporter: when taking of the injector from the protector , the protector white part came also of the vial and the needle stayed insite.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of protector p21 experienced needle separation on the protector during use. The following information was provided by the initial reporter: when taking of the injector from the protector , the protector white part came also of the vial and the needle stayed in site.